Manufacturer narrative:
The customer¿s report that the side (blue) port of the chemo bag spike disconnected was confirmed to be a break at the non-bd spike adaptor. The set and non-bd spike adaptor were visually inspected for any cracks, kinks, or misassemblies. No anomalies were found with the received primary set. Visual inspection confirmed a break at the blue medication port of the non-bd spike adaptor. Functional testing of the primary set observed no anomalies with the received set. The infusions completed successfully with no alarms and no anomalies throughout the set. The root cause of the break could not be definitively determined.

Event description:
The customer reported that the side (blue) port of the chemo bag spike disconnected during the flushing process and a small amount of chemo/saline (<30ml) spilled, but did not require a spill kit. The patient did not receive a full chemo dose.

Manufacturer narrative:
Concomitant medical products: non bd spiros adapter; non bd spike adapter; 150 ml baxter bag lot dr18k28033; (3) 10 ml monoject syringe ref 8881570121 lot 18h1594 exp 2020-07-31; non bd site scrub (bard) the affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that a 150ml clave bag spike with additive port, dry spike, side (blue) port disconnected during flushing the methotrexate infusion. During the process a small amount of chemo/ saline spilled (<30ml) not requiring spill kit. Affect on patient: patient did not receive full chemo dose.